Event description:
The customer received a no delivery alarm on her insulin pump, for which troubleshooting was performed. The customer's blood glucose was 378 mg/dl. During troubleshooting, insulin did not exit the insulin pump and it alarmed no delivery. The customer was advised to remove the reservoir from the insulin pump, to disconnect and reconnect the reservoir and infusion set at the tubing connector, and to push insulin slowly through the tubing. Insulin exited the tubing. After rewinding and reinserting the reservoir and running a manual prime, insulin exited with a manual prime, indicating the insulin pump was working as designed. It was explained that the no delivery alarm was caused by an infusion set or reservoir occlusion. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).